Event description:
Doctor reported that implant fell down due to the driver, which comes with transparent rubbers and it is difficult to see the state of them. The procedure was completed using another driver tip and implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Reporter name and address unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) osseotiteâ® tapered certainâ® implant 4 x 10mm (int410) & one (1) certainâ® 4, 5, 6mm(d) implant driver tip - short (iipdts) were returned for investigation. Visual evaluation of the as returned product identified slight debris however, no damage/malfunction. Functional testing to recreate the reported event verified items engaged and retain as intended. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product (iipdts) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.